Event description:
This procedure was performed in (B) (6). The spiderx was delivered over a lesion about 4cm long. The physician then delivered a balloon by the spiderx filter wire, and retrieved the balloon after inflation. The physician then delivered an 8x40 stent, and used the retrieval catheter to remove the spiderx. At this point the physician found the spiderx could not move. The spiderx wire was within the stent, so the physician a catheter to retrieve the device but failed. The pt was transferred to (B) (6) hospital for surgery. During surgery thrombus by the spiderx was noted, but the vessel was fine. The filter wire was cut but the physician did not remove the spiderx. The pt was fine after surgery, however, two days later, the pt was noted to have poor respiration and multi organ exhaustion. The pt expired two days after surgery.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.